Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
On (B)(6) 2018 a (B)(6) male patient underwent a minimal invasive video assisted mitral valve ablation surgery. Anti-coagulation was given prior to procedure. The patient was off pump and heparinized 3 mg/kg. After the procedure, the heparin was reversed with protamine. Heparin was given post-op for bridging to place on warfarin. The patient experienced a stroke post procedure. Right hemiplegia was noted with aphasia.